Event description:
It was reported by the intensive care unit nurse that during transport from one hospital to another, the iap-0400 was plugged into the inverter during transport. The pump alarmed "battery inoperative" and as a result, the rn reset the alarm. The pump alarmed "helium loss," however, the rn did not notice any changes. Soon after the helium loss alarm, the rn received a central processing unit (cpu) failure alarm. Upon arrival at the hospital destination, the patient was transferred to an autocat2 wave intra-aortic balloon pump. There was no reported patient injury.

Manufacturer narrative:
(B)(4). Product will not be returned for evaluation.